Manufacturer narrative:
H6: investigation summary: ten sealed 32g x 4mm pen needle samples and two photos were returned from lot. No. 0336664, cat. No. 320559. A clog testing as per tp700483 was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that the bd 4mm pen needle was unable to deliver medication. The following information was provided by the initial reporter: the user reported that the pen needle was clogging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 4mm pen needle was unable to deliver medication. The following information was provided by the initial reporter: the user reported that the pen needle was clogging.